Event description:
A customer contacted haemonetics on (B)(6) 2012 to report an orthopat device with the description of "load reservoir error." No pt/operator injury reported.

Manufacturer narrative:
The device was returned for evaluation of "load reservoir error". Upon evaluation on (B)(4) 2013 fluid ingress was found. The electronic component that was damaged and replaced was the power supply. The device was upgraded to the current fluid remediation. (B)(4).